Event description:
It was reported the colono videoscope's insertion tube stiff control was stuck on zero and could not be moved in either direction during a therapeutic colonoscopy procedure. It is unknown if the procedure was completed. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was unconfirmed. Angulation was in production standard; no play and variable stiffness was acceptable. Based on the results of the investigation, a definitive root cause could not be identified as it was not confirmed that there was a problem with the device. Olympus will continue to monitor field performance for this device.